Manufacturer narrative:
(B)(4).

Event description:
The customer reported obtaining a "vacuum tank full" error involving a beckman coulter au5400 clinical chemistry analyzer. The customer indicated that approximately 1l of fluid leaked creating a small puddle on the floor behind the instrument. The customer stated that the lines were not kinked and the wash manifold and nozzles appeared to be functioning properly. The customer was wearing personal protective equipment at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and found valve v14 not opening properly for the mixture/detergent aspiration chamber. The fse ordered a replacement valve but was able to clear the occlusion from the valve in question. The valve is now functioning properly and repair was verified per established procedures. Valve 14 controls the aspiration of mixture of serum, reagent, detergent and water from cuvettes.